Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual refractive error. Further inquiry has been requested, but none have been forthcoming. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: patient experience refractive surprise. Reportedly, "probably refraction error." H6: work order search: no similar complaints within associated lots were found. Claim # (B)(4).